Event description:
When using sims portex needles reporter is not able to get a full 10 doses out of 10 dose vial. This is causing the health dept. To use more vaccines because of the med that stays in the needle.